Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 463 mg/dl at the time of incident. The customer's other blood glucose was 385 mg/dl, 410 mg/dl and treated with shot. The customer stated that infusion set had bent cannula. Troubleshooting was performed. The insulin pump will not be returned for analysis.